Event description:
It was reported that patient was seen with high impedance and has been referred for surgery. (B)(6) 2024 ¿ lead impedance ¿ high &# 62;9000 ohms. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Surgery notes were received and the surgeon has assessed the cause of the high impedance to be due to fibrosis on nerve. No other relevant information has been received to date.

Event description:
Product analysis was completed on the generator and it was found that high impedance was seen earlier than initially reported. No other relevant information has been received to date.

Event description:
The patient had full revision surgery and the new lead was placed on the right vagus nerve due to excessive scar tissue seen on left vagus nerve. The old lead was left implanted due risk of damaging the nerve. It was noted that none of the lead was cut or explanted therefore an explant date will not be indicated. The device was replaced and the old lead remains implanted and unused. No other relevant surgical intervention (ie explant of unused lead) has occurred to date. No other relevant information has been received to date.